Event description:
The customer reported that their t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer managed to charge the pump using non-tandem charging supplies after initially experiencing issues. Technical support informed the customer that using non-tandem charging supplies is not recommended unless necessary for troubleshooting. A replacement tandem wall adapter and charging cable were sent to the customer via two-day shipping. The issue was resolved, and no further assistance was needed.